Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker had an ablation procedure. During this procedure, noise oversensing due to electromagnetic interference (emi) was noted. No adverse patient effects were reported. This pacemaker remains in service.